Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown coonrad-morrey humeral component. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04655.

Event description:
It was reported that the patient underwent a revision right elbow arthroplasty, and was subsequently revised due to humeral and ulnar loosening, and ulnar peri-prosthetic fracture and bone loss approximately 2 years, 8 months post-implantation. No additional information is available.

Manufacturer narrative:
The complaint is confirmed based on the surgical operative notes that were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.